Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one patient. The sample was repeated on another instrument and the result was within the normal range. The following data was provided: customer¿s normal range: 136.00 to 145.00 mmol/l sid (B)(6) initial result = 157.12 mmol/l; repeat result = 170.91 mmol/l repeat result from another instrument (B)(6) = 137.65 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, bleached the ict module, and replaced the ict check valves, ict 1ml syringes, and ict probe. No additional discrepant result issues have been reported since the service activity was completed. The ict probe and 1ml syringe were determined to be the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with discrepant results reported for (B)(6) . There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the likely cause parts were identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one patient. The sample was repeated on another instrument and the result was within the normal range. The following data was provided: customer¿s normal range: 136.00 to 145.00 mmol/l. Sid (B)(6) initial result = 157.12 mmol/l; repeat result = 170.91 mmol/l. Repeat result from another instrument (B)(6) = 137.65 mmol/l . There was no impact to patient management reported.